Event description:
Products were returned as implant failure. Report stated that the pt is diabetic and he is a tobacco user. It also stated that there was a moderate inflammation and the condition of oral hygiene is poor.